Event description:
Customer's sister reported the infusion device shut-down without providing an error message. A w2 battery low warning appeared 3 days ago, and the customer did not change the battery. It is unknown how much time passed before the infusion device shut-down. A new battery was inserted on (B)(6) 2014 at 6:00 p.m., and the time and date had been lost. The time and date were set and the meter and infusion device were successfully communicating, and the customer delivered a bolus. The customer's blood glucose was 460 mg/dl, and her target range is 180 mg/dl. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.